Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not adjust insulin delivery as intended despite the control iq feature being turned on. During troubleshooting with tandem technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the customer experienced a low blood glucose level. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Reportedly, the customer consumed carbohydrates to address low bg. The cause of the reported low bg was unknown. Customer continued to use the pump for insulin therapy.